Event description:
It was reported that the patient had a pocket hematoma and experienced pain and swelling in the left pocket, arm and thorax area. The patient was prescribed medications. Since the left arm pain and movement restriction continued, there was a pocket revision and repositioning. The device remains in use. The patient is a participant in adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that about one week after onset, there was cooling of the hematoma and swelling.